Event description:
This unsolicited case from united states was received on (B)(6) 2018 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency had fluid in her knee, required 2 canes to walk, had nausea, could not bear weight on it, not being able to get a christmas tree and losing a week of her life, pain/intense pain and swelling. Also device malfunction was identified for the reported lot number. Medical history included glaucoma and was allergic to CT dye. No past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for osteoarthritis. Patient stated that the injection ruined her whole life. On an unknown date in 2017, after unknown latency, patient had pain, swelling and nausea. The doctor did not measure patient's knee but she measured it and could tell it was swollen by comparing it to the other knee. It was reported that the patient still had fluid in her knee. Patient had intense pain, nausea for 5-8 days after the injection and still had pain and swelling. Patient required 2 canes to walk. Patient's doctor told her she could come in for a steroid injection but she could not take steroids because she had glaucoma. Patient was using "over the counter" pain medication "but they did not work". It was reported that the patient could walk on it now but initially could not bear weight on it (onset date: 2017 and latency: unknown). Patient still had pain and swelling. On (B)(6) 2018 patient followed up in the office due to the continued pain. Patient had an x-ray and ultrasound. Also reported that the patient was not being able to get a christmas tree and lost a week of her life. Corrective treatment: 2 canes for requiring 2 canes to walk, over the counter pain medication for pain/intense pain and not reported for other events except device malfunction outcome: not recovered for swelling and pain/intense pain; unknown for other events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for requiring 2 canes to walk and device malfunction pharmacovigilance comment: sanofi company comment dated 31-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later was unable to walk for which patient used canes. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.